Event description:
It was reported to philips that the system failed to boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up completely. Upon functional testing, the fse found that the host-pc was intermittently not booting up and determined that the host-pc was defective. The cause of the host-pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host-pc and installation of software and license file by the fse resolved the reported issue and restored the functionality of the system. After replacement of the host-pc and installation of software and license file, the system was returned to use in good working order. The codes were updated based on the investigation outcome.